Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Information was received from a health care professional via manufacture representative about a navigation system in a tooth removal case. It was reported that during the procedure the non-invasive patient tracker (nipt) would not flicker between red and green. The nipt value was between 0.5 and 0.9. The axiem and emitter status remained green. The axiem box has a red 7 displayed on the site. The box nipt, and emitter were replaced without resolution. The eminterface was checked and everything displayed as expected. There was no metal in the field. The system was completely rebooted with the same behavior. Logging into a different application exhibited the same issue. Attempting to track an instrument in the field would flicker as well regardless of the port. It was not possible to register the patient because of the flickering status. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed without the navigation and imaging systems.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the alleged anomaly.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.